Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the product/device had a puncture near at the exit site and near at the ultem lock on the silicone extensions. There was a catheter leak and there was no luer adapter issue. The catheter was not repaired, and they had used 2% of chlorhexidine to clean the device. They had to replace the catheter with the identical reference number to resolve the issue. There was no reported patient injury.